Event description:
On (B)(6) 2009, stryker biotech learned of a case in the literature (schuberth, john m., didomenico lawrence a., mendicino, robert w., "the utility and effectiveness of bone morphogenetic protein in foot and ankle surgery" the journal of foot & ankle surgery, (prepublication) 2009: 1-6) involving a patient who experienced failure to heal after receiving op-1 implant for an unspecified foot/ankle procedure. The patient was reported to have had a history of osteomyelitis at the site of the index operation. No additional details were provided. Additional information will be requested.